Event description:
Hill-rom received a report from the account stating the nurse call was inoperative. The bed was located at the account in room 226. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support had the account check pins on the sidecom board. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.